Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg and linear leads replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The explanted ipg and linear leads were discarded by the hospital and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: (B)(4).